Event description:
It was reported that the patients battery was not working for the patient anymore. The patient underwent an ipg replacement procedure and the explanted ipg will be returned.

Manufacturer narrative:
Sc-1200 sn (B)(6). The returned ipg was analyzed and the device could not maintain battery power due to excessive current leakage resulting from asic (application-specific integrated circuit) u2 damage. With all the available information, boston scientific concludes that the reported event was confirmed. An analysis of the ipgs system data log revealed that the symptom appear after the implant procedure. Based on the signature of the damage, it appears that the ipg was exposed to high voltage transients which caused an electrical short within the asic u2, resulting in the reported complaint. Per the IFU, exposure to electrocautery may cause permanent damage to the stimulator. The ipgs exposure to high voltage transients could cause this type of damage. However, it is unknown if the electrocautery was used during the implant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was not working for the patient anymore. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.